Event description:
It was reported to philips that the device energy values changed. The customer worked with the technical support representative. The device evaluation indicates it needs: a processor pca + therapy pca + therapy capacitor, support software tool. A quote was created for this servicing. The customer refused the service quote. The device being returned to customer. No further actions at this time.

Event description:
It was reported to philips that the device energy values changed.